Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a right iliac percutaneous transluminal angioplasty procedure. Reportedly, the suture did not come out with the needles. A second proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. A physician trained in the use of the proglide device was present during the closing procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed medwatch, additional information received: for both devices there was difficulty depressing the plunger.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was not confirmed. Based on the condition of the returned component, the suture was pulled out from the artery or the needles were deployed outside the artery. This would have resulted in the suture not being able to penetrate the arterial wall which would subsequently result in the suture loop not being able to release from the suture bearing as detected. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.